Event description:
Consumer called to report her meter reading very erratically concerned because she needed to call ems because of a low reading and treatment. Questionning the accuracy of the meter.